Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported sensor error messages with 2 adc devices. The customer reported experiencing hypoglycemia due to errors, but there was no report of third-party intervention required due to the reported issues with these 2 devices. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report covers 2 freestyle libre 2 sensors, both with unknown serial numbers. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.